Event description:
It was reported that the patient had re-operation for a valve-in-ring procedure after an implant duration of 3 months due to severe mitral regurgitation. Per the op report, this patient has a history of mitral regurgitation, who underwent a mitral valve annuloplasty in (B)(6) 2013 which was complicated by an ascending aortic arch dissection requiring a repair. Unfortunately, she developed recurrent mitral regurgitation with multiple hospitalizations due to hemolytic anemia requiring blood transfusions as well as progressive shortness of breath. For this reason, she came in for mitral valve repair or replacement on (B)(6) 2013. Unfortunately, this procedure was complicated by severe adhesions which did not allow access to the atrium. For that reason, the operation was aborted. She continued to struggle in the ICU with pulmonary hypertension due to her severe mitral regurgitation and for that reason, they elected to perform a transapical transcatheter placement of an edwards sapien valve within her failing mitral ring, which was a 26 mm physio ring. Transesophageal echocardiogram showed mild perivalvular leak with some persistent mitral regurgitation. Therefore, they added an extra cc to the balloon and performed a postdilatation. There continued to be trace to mild perivalvular regurgitation; however, the valve appeared to be well expanded. Post-op tee showed 2 small mitral regurgitation leaks about 180 degrees apart, near trigones or cc axis. No operative complications reported.

Manufacturer narrative:
There may be cases where a transcatheter valve is placed through a previously place mitral annuloplasty ring for recurrent regurgitation. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation occurs as a result of progression of disease and is typically not related to a device malfunction. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device (not explanted). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.